Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 2.0 ml coaptite on (B)(6) 2009. On (B)(6) 2009, the pt experienced urinary tract infection diagnosed by urinalysis. The pt was treated with antibiotics. The pt recovered on (B)(6) 2009. Per physician, the event was of mild severity and possibly related to coaptite.

Manufacturer narrative:
The device history records for lot 1010449 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.